Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A trace baseline pre-existing pericardial effusion was suspected prior to the start of the procedure; however, the imaging physicians thought it might also be a fat pad. A watchman access system (was) and 24mm watchman flx pro closure device and delivery system (wds) were selected for use. The 24mm wds was prepped, advanced, and successfully deployed in the laa. Post procedure the patient was in the recovery area and had lower blood pressures. The patient also started to complain of increased shortness of breath with deep breathing. The echocardiogram physician from the procedure performed a transthoracic echocardiogram (tte) and found a large effusion near the right ventricle. The physicians had attempted to use intracardiac echo (ice) along with transesophageal echocardiography (tee) during the procedure but were not able to get good ice images, so they ended up using more tee imaging. The physician suspected the effusion could have been caused by the ice probe but was not certain. The patient was taken back to the cath lab and a pericardial tap was performed to treat the effusion removing 400cc of fluid and a drain was placed. The patient was placed on anticoagulation medication (eliquis) and aspirin. The patient recovered and was discharged home three (3) days later on (B)(6)2025.